Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the implantable neurostimulator (ins) battery depleted early. A revision was done and the ins was explanted and replaced. The patient was alive with no injury. The patient's indication for use is dystonia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the implantable neurostimulator (ins) battery depleted early. The programmed ins settings were unknown. A revision was done and the ins was explanted and replaced. The patient was alive with no injury. The patient's indication for use is dystonia.